Manufacturer narrative:
This lead was surgically abandoned and will not be returned. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this chronic right atrial (ra) lead was found stuck in the device header during a device replacement procedure for normal battery depletion. Upon attempted removal, this ra lead was fractured. This lead was surgically abandoned. A new ra lead was not implanted as a single chamber device was utilized. To date, no adverse patient effects were reported.